Manufacturer narrative:
(B)(4).upon further investigation by quality engineering, there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.

Event description:
The facility reported a colleague infusion pump with a malfunction of the prisms are contaminated and cannot be removed. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.